Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary retention and a failed catheterization. A cystoscopy examination was performed and erosion at the bulbar urethra was noted where the cuff was placed. The device was explanted. No additional patient complications were provided.

Manufacturer narrative:
Correction to b5. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100638141. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100691226. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The patient symptoms of erosion and urinary retention were found to be listed in the IFU. A risk review was completed and confirmed that the events of erosion and urinary retention were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100638141, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100691226, model/catalog description: control pump fgs iz, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced erosion. The device was explanted. No additional information was provided.